Event description:
Subsequent information was received that indicated the noise was oversensed. No adverse patient effects were reported.

Event description:
Subsequent information was received that the device, ra and rv leads were explanted. A new system was successfully implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow-up, noise was noted on both the right atrial (ra) and right ventricular (rv) lead. The noise could be recreated on the ra lead. The pacing impedance measurements were both out of range. The threshold measurement on the rv lead was too high to measure. It was suspected that subclavian crush was causing the lead issues; however, as the device is part of the subpectoral implant population, a device issue cannot be negated. An investigational procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This investigation will be updated should further information be provided.